Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, self test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 201mg/dl at the time of incident. Customer stated that they had tried all remedies troubleshooting was done. The device will be returned for analysis.